Event description:
Customer reported experiencing occlusion alarms. Customer's blood glucose level was displayed as "high," but no specific values were provided. To address the high blood glucose, customer administered a correction bolus via the pump, and there was no need for third-party assistance. At the time of the call, customer had removed all equipment and was using an alternate method of insulin therapy.